Event description:
On (B)(6) 2016, imaging reportedly showed the proximal end of the trunk-ipsilateral leg component appeared to have collapsed and was not apposed in the proximal neck. It was reported imaging also identified distal migration of an unknown amount and a proximal endoleak. It was reported the cause of the collapse is reportedly due to the patient's angulated neck.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore&#59397;excluder aaa endoprostheses. It was reported the patient's proximal neck was angulated approximately 80 degrees. Final angiography showed good apposition of the devices with no evidence of endoleak, and the patient tolerated the procedure. On (B)(6) 2016, imaging reportedly showed the proximal end of the trunk-ipsilateral leg component appeared to have collapsed and was not apposed in the proximal neck. It was reported imaging also identified distal migration of an unknown amount and a proximal endoleak. It was reported the cause of the collapse is reportedly due to the patient's angulated neck. On the same day, an additional procedure was performed whereby an aortic extender component was implanted for proximal extension. It was reported final angiography showed good apposition of the device, and the patient tolerated the procedure.